Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-008-c which included inspection of the suction arm on affected models pursuant to predefined inspection criteria (qs-397). The objective of the inspection was to locate part c255-ab171 (suction arm) and verify it is not loose. If part c255-ab171 (suction arm) is found loose, the device was considered to fail the inspection criteria. The customer owned device was previously returned to pentax medical from a customer on 15/may/2017 with no report of concerns. Inspection of the suction arm was performed on 17/may/2017 where the quality control inspector found the following: image distorted, leak at # 1 remote control button cover, failed wet leak test, long umbilical cable buckle at control body side, distal body chipped, failed dry leak test, hole in # 4 remote control button cover, customer complaint confirmed, umbilical cable for pve connector buckled, image blackout when connected to epk-I, suction arm loose, leak at # 4 remote control button cover, hole in # 1 remote control button cover. Inspection of the suction arm was performed and the device failed the inspection criteria. The scope's repairs were performed where the loose suction arm was correction, and the unit returned to the user on 28/aug/2017. Parts replaced: o-rings and seals, distal end w/ccd-m pb-free/ntsc, bending rubber, insertion/s-nipple attaching screw, o-ring(1.25x3.5), suction connection tube, o-ring(1.2x3.5), light guide cable long, light guide cable for connector, r.c. Button (4) pb-free.